Event description:
Eval revealed that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime warnings that were not duplicated during eval.